Event description:
It was reported that the registered nurse (rn) noted air in the white supply line of an automated peritoneal dialysis set with cassette used on the homechoice device, without an alarm. There was nothing noted during troubleshooting that could have caused or contributed to the reported condition. This occurred during drain four of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The tsr advised the rn to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.